Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized for low bgs. Customer reported that she passed out. Daughter called 911. Customer stated that the pump showed she had delivered 3 units of insulin three times within a half hour. Customer stated she doesn't remember doing this. After discussing the event the customer stated that she may have programmed the boluses. Nothing further reported.